Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis' initial findings were confirmed. One of the conductor wires had its insulation retracted. No damage was found on the components adjacent to the wire. The probable root cause is attributed to component susceptibility to damage during use or reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a retracted insulation of conductor wire bipolar. The insulation came off from the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument passed the electrical continuity test. Components adjacent to this wire do not show damage. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: system sl0679, event date 11/11/2024, and left hemicolectomy procedure. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID [ins-12492.

Event description:
It was reported that after a da vinci-assisted left hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument had a torn cable. The procedure was completed with no reported injury.